Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
It was reported that the patient experienced palpitations. X-ray showed rv lead dislodgement due to suspected twiddler. The lead was replaced after attempted repositioning.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.